Event description:
It was reported that the ipg is inoperable and the pt has been unable to charge in the past 6 months. F/u revealed the pt programmer and charger would not communicate with the ipg. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.